Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 50mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot cppbvy, conformed to the specifications when released to stock on the 21st january 2014. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The information of patient is unknown. The patient did v-p surgery in (B)(6) 2014 with (B)(4). No abnormal issue occurred. After one month the symptoms didn?t change obviously. CT report indicated that the ventricular system expanded and interstitial edema was obvious. The patient did lumbar puncture on (B)(6)-2015. The pressure value was more than 400mm. The surgeon suspected the valve obstructed. The surgeon did the revision surgery on (B)(6)-2015 and removed the valve. The obstruction of valve was confirmed. Now the status of patient is stable.